Event description:
Note: event date was not provided. It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube device was used in a peg placement procedure. Per the complainant, the bolster detached from the tube when the device was being removed from the pt. The detached bolster was removed through the scope already in place for a visual examination. Another securi-t percutaneous replacement gastrostomy tube was used to complete the procedure. There has been no report of complications to the pt. Post procedure, the pt's status was reported to be good.

Manufacturer narrative:
The complaint was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.